Event description:
It was reported to boston scientific corporation in 2007 that a male patient (weight unknown) with a pre-existing condition of bph underwent a prolieve catheterization procedure the previous month. During the procedure, the prostate balloon would not hold water and an operating error message appeared on the console. Physician removed catheter and asked the patient if he wanted to continue the procedure due to a difficult catheter placement. Patient said yes and physician placed a new catheter, once more, with difficultly. After the catheter was inserted the procedure was completed without incident. After the above prolieve procedure (the same day) the patient returned to the medical facility and claimed to have symptoms of hematuria.

Manufacturer narrative:
As no product was received, no cause could be determined. The most probably root cause is related to the design of the product, since not all patients are able to accept placement of the catheter.